Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), analysis of the wireless recharger (s/n: (B)(6) found the recharger was unresponsive, led's scrolled continuously, and flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that wireless recharger (wr) had malfunctioned with flashing lights indicating the device was locked and the device failed to exit the locked state. The patient was given education of how to use their device properly. The patient did not present symptoms caused by the damage of the device. The device would be collected.